Manufacturer narrative:
The insulin pump was received with constant tone watchdog alarm; the problem was isolated to the mother board. Unable to verify a21 alarm due to constant audio beep anomaly. No blank display. Unable to perform functional testing due to constant audio beep anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump still has a blank display with a new replacement battery cap. The customer's blood glucose reading was 162 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.